Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Insulin pump received with pillowing keypad overlay. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and was hospitalized due to high blood glucose on an unknown date. Customer's blood glucose was unknown. Customer's current blood glucose was 142 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.